Event description:
Patient underwent exploration of right elbow with scar excision and distal bicep tendon repair. Bair hugger was applied at lower body port during procedure. After surgery, it was noted that patient's leg was red at area where the warm air was blowing. Patient did not report any pain and was discharged home same day.